Event description:
Caller reported treating the customer with 8 units of regular insulin at 0553 in response to an inform system blood glucose result of 303 mg/dl. A lab sample taken at 0510 was reported subsequent to the insulin as 76 mg/dl. At approximately 9 am, the patient was noted to be in an altered mental and physical state. Lab samples drawn at 0854 and 0900 were both reported as 40 mg/dl, inform result at 0905 was 62 mg/dl. Patient was given an IV with 12.5g of dextrose at around 9:00 am. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.